Event description:
It was reported that on (B)(6) 2026, a 30mm amplatzer septal occluder was chosen for implant using an abbott delivery system. Pre-procedure measurements were taken by using a large asd balloon with sizes ranging from 28mm to 30mm on an echo/ fluoro imaging. Initially a 32mm amplatzer septal occluder was chosen for implant but then determined to be overzised, later it was downsized to a 30mm amplatzer septal occluder, which after multiple deployments conformed into a cobra like deformation. The deformed device was never released from the delivery cable. There was interaction with the cardiac structures during deployment probably in left atrium and no angulation/kink were noticed in the delivery system. The procedure was completed using a 28mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. One image was received from the field showing a cobra like deformation. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.